Event description:
It was reported that the patient with this pacemaker exhibited a syncopal episode and fell at home, for which they were later admitted to the hospital. An EKG showed pacemaker spikes but no qrs complex, and the patient's intrinsic heart rate was 20 bpm. Interrogation of the pacemaker determined that high out of range pacing impedance measurements of greater than 3,000 ohms were recorded on both the right atrial (ra) and right ventricular (rv) channels, causing a lead safety switch on both channels to occur. Due to the lead safety switch feature changing the lead configuration from bipolar to unipolar sensing, loss of capture was observed on both the ra and rv channels. Both the ra and rv leads are non-boston scientific leads. Device data was submitted to boston scientific technical services (ts) for review. It was noted that the ra and rv pacing impedance measurements were stable and within normal limits for the previous year with the exception of the recent rv pacing impedance measurement of greater than 3,000 ohms that resulted in the lead safety switch. In november 2021, there was also a ra impedance measurement of greater than 3,000 ohms resulting in a lead safety switch on the ra lead. The ra lead remained in unipolar configuration since that time. At the same time in november 2021, oversensing of the minute ventilation signal was also observed on the ra channel causing a signal artifact monitoring (sam) episode to be declared. This episode showed a high impedance on the ra lead and the minute ventilation vector was automatically switched to the rv lead. Additionally, the data noted three atrial tachycardia response (atr) episodes were stored on 25 april 2023, prior to the rv lead safety switch, showing rv loss of capture while the lead was in bipolar configuration. The presenting electrogram acquired after the rv lead safety switch showed rv loss of capture while the lead was in unipolar configuration. The ts consultant discussed conducting a complete lead assessment and chest x-ray to evaluate ra and rv lead integrity. Testing of the system was performed and the lead measurements in both unipolar and bipolar configurations were acceptable and noise could not be reproduced with provocative maneuvers. The patient subsequently passed away while in the hospital due to tubular necrosis caused by prolonged low blood flow. Although the data review confirmed there was evidence of rv loss of capture in both bipolar and unipolar configurations, the physician suspected that the lead safety switch algorithm, which changed the device from bipolar to unipolar configuration created rv loss of capture, and eventually lead to the patient's passing. The pacemaker was explanted and returned to for laboratory analysis. It is unknown if the non-boston scientific ra and rv leads were explanted and analyzed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed on each port and normal measurements were observed. Review of device data noted rv impedances trending around 550 ohms, the impedance measurements saturated for two days and then values around 400 ohms were noted. Detailed analysis was performed to test the spring contact within the header port. The lead insertion force and spring contact force values were within the expected range. A series of electrical tests was also performed and normal device function was observed.

Event description:
It was reported that the patient with this pacemaker exhibited a syncopal episode and fell at home, for which they were later admitted to the hospital. Review of device data confirmed high out of range pacing impedance measurements of greater than 2000 ohms on both the right atrial (ra) and right ventricular (rv) channels, causing a lead safety switch on both channels to occur. Due to the switch from bipolar to unipolar sensing, loss of capture was observed on both the ra and rv channels. Oversensing of noise was also observed on the ra channel causing a signal artifact monitoring (sam) episode to be declared. Testing of the system was unable to reproduce any noise with provocative maneuvers. While at the hospital, the patient passed away. The physician blamed the lead safety switch algorithm of the pacemaker as they believed the switch from bipolar to unipolar sensing created rv loc, and thus eventually leading to the patient's passing. The pacemaker was explanted and will be returned for analysis. No additional adverse patient effects were reported.